Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was likely due to patient anatomy (friable leaflets). The cause of the reported difficult leaflet grasping was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+, friable leaflets, and a restricted posterior leaflet. A mitraclip ntw was used, but difficulties grasping the a2/p2 leaflets occurred. The clip was ultimately deployed. Following deployment, the ntw had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the ntw and reduce the mr, a mitraclip xtw was used, but difficulties grasping and capturing the leaflets on the medial aspect of the slda occurred. Grasping the leaflets was unsuccessful, therefore, the ntw was removed from the patient. No further attempts to implant an additional clip were made due to the unachievable anatomy. The case was discontinued. The procedure was completed with one clip implanted. The mr remained at grade 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.